Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. Note: this submission is based solely on the user facility statement. The product status is unk a supplemental MDR will be provided if the product is returned and completion of the eval. (B)(4).

Event description:
Customer reported that the pt was sitting on the bed with no weight on the fall alarm was not alarming, but the light was flashing green. There was no pt injury reported.